Manufacturer narrative:
The fse reported the repair has not been completed due to the customer has not approved service. If the customer approves the service, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot boot up. The customer reported there was no patient involvement.